Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as an alternate insulin delivery method.